Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels from 38 - 55 mg/dl. Reportedly, customer and health care provider believe issue is due to pump not having customizable reverse correction. Customer's blood glucose level was within target range during reported information.